Event description:
The etiology was related to the catheter device or therapy and not related to the implant procedure.

Event description:
It was reported that the catheter was occluded. Signs and symptoms associated with the event consisted of baclofen withdrawal. The severity of the event was noted to be moderate. Diagnostics had included device interrogation with revealed higher than expected residual volumes. There was also in inability to aspirate fluid from the side port on (B)(6) 2014. As a result of the event, the catheter was replaced on (B)(6) 2014. The patient then recovered without sequela on (B)(6) 2014. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).